Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reprogrammed the system to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that the customer experienced repeated faults when booting up the system. The technical support engineer (tse) reviewed the system logs and confirmed the presence of 307 and 311 faults. The tse instructed the customer to perform a hard cycle of the system, but the issue persisted. The procedure was aborted with no report of patient injury.